Manufacturer narrative:
Checking the manufacturing charts of the involved lot number 22bq06y, no preexisting anomaly was found on the device. Therefore, the product with this lot number has been properly manufactured before being placed on the market. We will submit a final MDR as soon as the investigation is complete.

Event description:
Intra-operative issue due to breakage of the instrument occurred on (B)(6) 2024, when the surgeon did an implant of a custom-made device. The device had smr augments, and the surgeon first reduced the implant with a 40 mm augment then assembled the axle. After the assembly, he thought the 20 mm would be better so then had to dis-assemble the axle to swap in the 20. Unlinking the axle required the use of two drivers as the first one broke, and the second one was damaged on dis-assembly. The instrument that got broken during surgery is the following: - screwdriver shaft for axle - part code 9015.90.006, lot number 22bq06y ultimately the axle was removed without incident: the surgeon switched to another instrument during surgery, and no additional delay was reported. The event happened in the united states.